Event description:
Related manufacturer report numbers: 3008452825-2021-00169, 3008452825-2021-00179. During an atrial fibrillation (af) procedure, a tamponade occurred and the patient passed away following the procedure. After transseptal puncture, while manipulating the ablation catheter, the patient became hypotensive, and an ultrasound revealed a cardiac tamponade for which a drain was placed to stabilized the patient. The patient was stabilized and the procedure was completed. Following the procedure the patient passed away. There were no performance issues with any abbott products.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.